Event description:
It was reported via clinic notes for the patient's referral for replacement that the patient was admitted in the hospital for status epilepticus. The vns was adjusted as a result. No additional relevant information has been received to date.

Manufacturer narrative:
Corrected info; initial MDR inadvertently reported incorrect initial reporter information.